Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the optic and haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020, a vticmo 12.6, -18.00/1.5/072 (sphere/cylinder/axis), implantable collamer lens tore before/during loading. No patient contact. Damage was noted after opening vial. A backup lens was implanted on (B)(6) 2020, and this resolved the problem. Per reporter on 24/sep/2020, "patient's current condition is perfect."